Manufacturer narrative:
Product complaint #(B)(4) h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: 1-during use on the patient suture was broken. 2- dear sir, we received this suture breakage information from nurse. Additional h11: was surgery delayed due to the reported event? Unknown, was procedure successfully completed? Unknown, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study unknown, (B)(4), device property of none, device in possession of none, (B)(4). Device property of none, device in possession of none, (B)(4), device property of none, device in possession of none, (B)(4), device property of none, device in possession of none.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the procedure, ethilon and vicryl plus suture was used, and the suture broke immediately. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/13/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: d9, h3, h6 h3 investigational summary: the product was returned to ethicon for evaluation. One open folder with a needle suture piece was received for analysis. Product code nw3316. During the visual inspection of the returned sample, it was noted to be unusual color on the strand, it is not black. Due to the conditions of the sample, the functional test could not be performed. This unusual color/damage could be caused due to expose to a 3% hydrogen peroxide solution, that is used in some hospitals for vaporization decontamination. This expose would eventually cause these black-colored sutures in current overwrap packaging to lose their black color. As per condition of the returned samples, no conclusion could be reached as to what caused the reported complaint. In addition, two photos were provided. In both photos could be observed one empty winding former a needle and a suture inside the overwrap with the same condition of the received samples. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.